Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. The customer replaced the user interface printed circuit board assembly (pcba) to resolve the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a v60 ventilator generated a led failure error code. The ventilator was not in use on a patient at the time of the reported event.